Manufacturer narrative:
H6: investigation summary this stattement is to summarize findings on your recent complaint against ofpbl agar, catalog number 254481, lot number 1169790 with respect to contamination. Event description: it was reported that plates were found to be contaminated. Complaint history review: the complaint trends were reviewed. There was one similar complaint reported on this catalog number. However, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: pictures were provided showing contaminated plates. A visual inspection was performed on the retention samples and samples were incubated. As a result of this analysis no contamination was observed. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filed aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9 %. For our continuous monitoring, we derive a contamination ratio for below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Investigation conclusion: based upon our investigation and the report and pictures provided, we confirm the complaint. A corrective and preventive action will not be implemented as a trend could not be identified.

Event description:
It was reported that prior to device use, 20 plate ofpbl agar 90mm 20 experienced biological contamination which was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: the customer received the plates 254481 (batch 1169790) with contamination. Customer doesn¿t know if it¿s fungical or bacterial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to device use, 20 plate ofpbl agar 90mm 20 experienced biological contamination which was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: the customer received the plates 254481 (batch 1169790) with contamination. Customer doesn¿t know if it¿s fungical or bacterial.